Event description:
Medtronic received information that the same day of implant of this transcatheter bioprosthetic valve, and electrocardiogram (ECG) indicated a progressive atrio-ventricular (av) conduction disturbance. Subsequently, five days later a permanent pacemaker was implanted. The device remains implanted. No further adverse patient effects were reported.

Manufacturer narrative:
Patient weight and age were obtained and have been added to this report.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis: the device remains implanted, therefore no product analysis can be performed. Conclusion: conduction disturbances are known potential adverse effects associated with any cardiac or thoracic procedure (open or c atheter-based) and can be resolved with medical treatment or the implant of a permanent pacemaker (with the risk-benefit ratio in favor of implant of the percutaneous aortic valve). A conduction disturbance does not indicate a device malfunction or potential manuf acturing issue. The device remains implanted. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that following the implant of this transcatheter bioprosthetic valve, an electrocardiogram (ECG) showed progressive atrio-ventricular (av) conduction disorder on the day of the procedure. Four days following the implant of the valve, an ECG showed progressive complete heart block (chb). Subsequently, a permanent pacemaker was implanted five days after the valve implant procedure. No additional adverse patient effects were reported.